Event description:
It was reported that during a prostate procedure, the fiber cap detached and the fiber began forward firing at 80 watts. The doctor realized the problem quickly, stopped lasing, and switched out the broken fiber for a new one. After finishing the procedure, the doctor inserted the cystoscope into the bladder and noticed that there was a slight discoloration (coagulation) of part of the bladder wall. Per the physician, there was no bladder perforation. The doctor kept the pt in the hospital overnight and discharged the pt the following day. As standard procedure for bladder injury, the pt was catheterized for five days following the procedure. Per follow-up details obtained on (B)(6) 2012, the pt's catheter had been removed and the pt was doing well. There were no current issues with bladder function and the pt continued to be monitored.

Manufacturer narrative:
The fiber lot and serial numbers and the date of the event have been requested by the MFR.